Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log (ehl) identified both upstream and downstream occlusion alarms. It was determined that the reported issue was not related to any previous smiths repair. Visual inspection revealed a broken dso seal. Functional testing confirmed the complaint, and the root cause was identified as the need for dso/uso calibration. The issue was resolved by performing the required dso/uso calibration. Following repair, the device successfully passed all functional and delivery performance tests.

Event description:
It was reported that the device was giving upstream and downstream occlusion alarms. There was unknown patient involvement, but no patient harm or adverse event reported.